Event description:
The customer reported the device shut down while in use due to a da pcba adc reference failed vent inop occurrence. The patient was put on an alternate device. No patient harm reported. Patient information requested.